Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and damaged. The customer blood glucose level was 401 mg/dl at the time of incident. Customer stated that reservoir lip ring was missing and reservoir did not locked in place. Customer treated with manual injection. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis.